Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's blood glucose was unknown. It was reported that the customer's reservoir was occluded during a bolus. The customer changed the set. Nothing further reported.